Event description:
There was no patient involved in this event. This device malfunctioned, because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. During this time information from the technical log shows the device may have been attached to a patient due to an in range patient impedance being measured and successfully delivered therapy in the form of two shocks. An increase in voltage was recorded proceeding this event which indicates a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2015 and the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi use.